Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a postmortem device check was completed. The right atrial (ra) lead exhibited undersensing leading to unnecessary pacing at times. The right ventricular (rv) lead triggered a lead integrity alert (lia) for an elevated sensing integrity counter (sic) value and high-rate non-sustained episodes. Additionally, the rv lead exhibited undersensing, and oversensing resulting in misclassification of episode type but did not lead to inappropriate therapy. The patient is deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported through follow up with the patient's clinic that the cause of death was "cardiac arrest during structural heart intervention" with further information indicating that the device system did not cause or contribute to the patient's death.